Event description:
Anesthsia breathing circuit heart/moisture exchange filter separates at seam allowing breathing circuit disconnect to occur. If not noticed immediately this could result in death or serious injury to a pt. Rptr did not have a pt event. Rptr is only notifying FDA of possible risk.